Event description:
The manufacturer received information alleging a ventilator had a high internal leak. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's flow sensor assembly and blower were replaced to address the issues.